Event description:
A patient reported he had not had much success with his implantable neurostimulator (ins) and it was planned to be removed because it was abrading. The patient had called to find out MRI potential if they would remove just the implant and leave the leads in case they ever wanted to use them again. The patient¿s ins was implanted on the right side hip and the leads go to the pelvic floor muscles and nerves. The patient stated he had muscle and nerve damage due to a black widow spider bite at the base of his head and neck. The patient eventually reported interstim decreased ability to urinate instead of helping it. It was noted the patient¿s ins will be removed. The patient noted he had lost a lot of weight. The patient stated they had a titanium knee. It was reported the unit is abrading and the patient will be having it taken out on the (B)(6). The patient stated that the healthcare professional (hcp) stated the reason probably was the patient drove a school bus, which was like driving a truck, which meant it got more stimulation than most. The hcp thought the reason it started abrading was because he had lost a lot of weight, and he no longer had the fat cushion and was part of the contributing factor. The patient stated the stimulation did not work due to the nerve damage and muscle damage, from the black widow spider bite that affected his nerve center in the base of his neck where he got bite. The patient noted there was deterioration in the muscle and nerve activity in the pelvic region. The patient did not realize that until he saw there was a reduction in nerve and muscle, but he could not attribute it to a physical thing because everything else indicated there was not a problem, but after he put it in and actually did stimulation with and the patient noticed it actually decreased instead of helping it. The patient stated he did not noticed improvement after the ins was implanted. The patient noted when they implanted the device it did the opposite of what they were trying to do. The patient stated the problem was with stimulation and they readjusted the programming, but when they found out they stimulated with neurostim they found out the nerves and muscles were overstimulated and causing them to be less effective. The patient noted they used stimulation very sparingly, every once a while they gave it a short stimulation. The patient noted to the point where he noticed deteriorating in the stimulation from stimulation and not the damaged nerves. The patient noted that because of the black widow spider bite the center was not sending out strong impulses, those muscles and nerves started deteriorating, but they did not know that. The patient noted when he tested the nerves and muscles there was about 50% there and he put in neurostim in which was standard procedure. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.